Event description:
It was reported, that the patient's right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of unacceptable threshold was confirmed. A partial lead with only distal portion was returned. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the heart. No other anomalies were found.